Event description:
It was reported that the 9800 system right monitor went blank during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the connection repaired during the service call.